Event description:
A caller reported air bubbles or gaps in the patient line or infusion set tubing during pumping. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the caller changing the cartridge and resuming insulin.